Event description:
Edwards received information a patient with a 31mm 7300tfx mitral valve implanted in tricuspid position for three (3) years, two (2) months, underwent valve-in-valve procedure due to stenosis and severe regurgitation. A 29mm s3 transcatheter valve was implanted inside the 31mm valve. The physicians did express concern regarding early surgical valve failure.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted upon receipt of additional information and or upon completion of the investigation. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The cause of the event was most likely due to patient factors and progression of underlying valvular disease.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a4, b5, b7, h6.

Event description:
Edwards received information a patient with a 31mm 7300tfx mitral valve implanted in tricuspid position for three (3) years, two (2) months, underwent valve-in-valve procedure due to severe stenosis, severe regurgitation, calcification with limited excursion and central coaption defect. Patient presented with chronic diastolic congestive heart failure. A 29mm s3 transcatheter valve was implanted inside the 31mm valve. Patient tolerated the procedure well and remained hemodynamically stable throughout. Patient was discharged on post-operative day one (1).